Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances (sli) measuring 134 ohms. It was noted there was a gradual rise in sli over the past month. Technical services discussed the possibility of lead calcification and recommended to perform a max energy synchronized shock if impedances go above 150 ohms. At this time, the lead remains in service. No adverse patient effects were reported.